Event description:
Medtronic received a report that two pipelines failed to open and had resistance in the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured left carotid cavernous aneurysm with a max diameter of 3x3mm and a 6mm neck diameter. The landing zone was 4.31mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was 6.0mm in diameter. Dapt (dual antiplatelet treatment) was not administered. The angiographic result post procedure was handled successfully. It was reported one pipeline did not open, the fins were stuck in the diverter. Another pipeline did not open and when withdrawing into the micro catheter, it came loose in the marksmann hub. The marksman was replaced due to the pipeline getting stuck inside it. The devices failed to open in the middle and distal sections. The pipelines were not positioned in a bend. More than 50% of the pipelines were deployed when they failed to open. The pipelines were resheathed more than 2 times. There were no additional steps or other devices required to open the pipelines. The pipelines were resheathed and removed from the patient with the microcatheter. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization and there was no injury

Manufacturer narrative:
Continuation: product ID (B)(4) (lot: 228473264); product type; implant date n/a; explant date n/a, product ID(B)(4) ((B)(4) ). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported both pipelines had resistance in the distal section of the catheter. No damage to the pipeline pushwire or catheter was observed. There was no premature deployment. The pushwire was not rotated or pulled back at anytime during deployment. The access vessel was the femoral.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield was returned the inner pouch, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. The middle was found opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer report of "failure to open in the distal end" was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid and user deploying the braid in the vessel bend. The customer reported that vessel tortuosity was moderate and the braid was not deployed in the vessel bend, ruling out vessel tortuosity and user deploying the braid in the vessel bend as potential causes. The damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. The customer report of "failure to open in the the middle" and "resistance during delivery" were not confirmed as the middle of the braid was found open with no damage. No damage was found with the pushwire. The cause of failure to open at the middle and resistance during delivery could not be determined. Possible cause of the "resistance during delivery" includes lack of continuous with hep arinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.